Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggest that the line broke at the joint. From the reported information there are no indications of serious injury to the patient, however the user was affected by being exposed to the hazardous substance pertuzumab as a result of this incident.

Event description:
The reported feedback suggest that the line broke at the joint. From the reported information there are no indications of serious injury to the patient , however the user was affected by being exposed to the hazardous substance pertuzumab as a result of this incident.

Manufacturer narrative:
No product will be returned. The photo provided by the customer shows the silicone tubing separated from the upper pumping segment component. The root cause of this failure was not identified.